Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received multiple power loss alarms. The customer's blood glucose was 154 mg/dl at the time of incident. The customer stated that they inserted the battery and was out of the insulin pump for more than an hour when the loss power alarm occurred. The insulin pump will be replaced and the customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
No unexpected power loss alarms were noted during testing. The pump was returned for power error alarms. The detailed trace analysis confirmed the alarm and the root cause was the non-sleep anomaly software error. The pump was received with minor scratches on the lcd window, cracked battery tube threads, a scratched case, a cracked case behind the pump near the battery compartment, a cracked reservoir tube lip and a pillowing keypad overlay.